Event description:
The pump was evaluated and found to have a damaged trace in the power circuit.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged trace in the power circuit.